Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with moderate calcification. Pre-dilatation was performed and the 3.5 x 28 mm zeta stent delivery system (sds) was advanced. After stent deployment, angiography confirmed a distal edge perforation occurred. The perforation was treated with a 3.0 x 19 mm graftmaster stent. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: in this case, there was no reported product deficiency and the product was not returned. The reported patient effect of arterial perforation, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.